Manufacturer narrative:
Article citation: kiessling, david, et al. ¿combined versus standalone xen45 gel stent implantation in either phakic or pseudophakic patients: a case-matched study.¿ graefes archive for clinical and experimental ophthalmology, https://doi.org/10.1007/s00417-023-06283-y. Clarification to d.6a.: between 2015 and 2020.

Event description:
Reported events of " 56 eyes required one open conjunctival revision; 20 eyes required two open conjunctival revisions, of which 1 eye also required a trabeculectomy; 8 eyes had functional stent defects found during conjunctival revision (which were replaced during surgery); 12 eyes had hyphema; 6 eyes had choroidal effusion; 2 eyes had transient hypotony; 3 eyes had stent exposure; 4 eyes had shallow anterior chamber; unknown number of eyes had high iop requiring medication" were noted in the article: "combined versus standalone xen45 gel stent implantation in either phakic or pseudophakic patients: a case-matched study." Graefes arch clin exp ophthalmol.

Manufacturer narrative:
Article citation: ansari, ejaz. ¿five-year outcomes of ab interno xen 45 gel stent implantation.¿ graefes archive for clinical and experimental ophthalmology, https://doi.org/10.1007/s00417-023-06294-9. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
Reported events of " 56 eyes required one open conjunctival revision; 20 eyes required two open conjunctival revisions, of which 1 eye also required a trabeculectomy; 8 eyes had functional stent defects found during conjunctival revision (which were replaced during surgery); 12 eyes had hyphema; 6 eyes had choroidal effusion; 2 eyes had transient hypotony; 3 eyes had stent exposure; 4 eyes had shallow anterior chamber; unknown number of eyes had high iop requiring medication" were noted in the article: "combined versus standalone xen45 gel stent implantation in either phakic or pseudophakic patients: a case-matched study." Graefes arch clin exp ophthalmol.

Event description:
Reported events of " 56 eyes required one open conjunctival revision; 20 eyes required two open conjunctival revisions, of which 1 eye also required a trabeculectomy; 8 eyes had functional stent defects found during conjunctival revision (which were replaced during surgery); 12 eyes had hyphema; 6 eyes had choroidal effusion; 2 eyes had transient hypotony; 3 eyes had stent exposure; 4 eyes had shallow anterior chamber; unknown number of eyes had high iop requiring medication" were noted in the article: "combined versus standalone xen45 gel stent implantation in either phakic or pseudophakic patients: a case-matched study." Graefes arch clin exp ophthalmol.

Event description:
Reported events of " 56 eyes required one open conjunctival revision; 20 eyes required two open conjunctival revisions, of which 1 eye also required a trabeculectomy; 8 eyes had functional stent defects found during conjunctival revision (which were replaced during surgery); 12 eyes had hyphema; 6 eyes had choroidal effusion; 2 eyes had transient hypotony; 3 eyes had stent exposure; 4 eyes had shallow anterior chamber; unknown number of eyes had high iop requiring medication" were noted in the article: "combined versus standalone xen45 gel stent implantation in either phakic or pseudophakic patients: a case-matched study." Graefes arch clin exp ophthalmol.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental (B)(4). Aware date should have been listed as 30/nov/2023.